Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). During the implant it was reported that the surgeon had observed leaking around the proximal end of outflow graft when connecting to the pump outflow valve. At that time, the surgeon decided to use a back-up outflow graft. No further problems were noted after replacing the outflow graft. The pt remains stable on lvad support while awaiting a heart transplant. The hosp has sent in the outflow graft to the MFR for analysis.